Event description:
It was reported that right hip revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical records or evidence of have been received on complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification has been made that all medical documentation has provided this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
This report was initially submitted under manufacturer number ¿3005975929¿, but smith & nephew received further information stating that the correct manufacturer number is ¿1020279¿ instead. New information: d1,d3,d4,g1,g4,h1,h2,h3,h6,h7,h11. Results of investigation: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. Our clinical/medical team indicated it was reported that right hip revision surgery was performed due to unspecified reasons. Review of the provided implantation report does not contribute to the medical investigation. No revision report has been provided. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture a review of complaint history for the provided part numbers revealed no prior complaints for the listed failure mode with the same batch numbers. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.be re-opened. We consider this investigation closed.